Event description:
It was reported that during a diagnostic operative laparoscopic lysis of adhesions & tubal ligation procedure, first device placed through multiple adhesions, unable to see with camera. Then 3 other devices placed. Camera then moved to lower left device. Then surgeon took down upper adhesions. After adhesions were taken down, left gutter noted to have blood. Blood removed with suction. Remaining abdomen examined to be fine. Left gutter re-examined and filled with blood. Pt's pressure then started to drop. Procedure then changed to open laparotomy. Upon further examination, trocar-sized hole in mesentery and injury to right iliac vein. Pt received 4 units of blood and bleeding was then controlled by vascular surgeon. Pt then transferred to ICU and now stable. It is unknown whether the device malfunctioned.